Manufacturer narrative:
(B)(4): the pump was exercised for 24 hours without self suspending. The pump was suspended and the pump gave the appropriate audio and visual alerts. The keypad buttons were found to be responding normally to presses. The keypad was removed and no button contact defects were found. The complaint was unable to be verified or duplicated. Unrelated to the complaint, the pump drive assembly was found to be missing a ball bearing.

Event description:
The patient reported that the pump was auto suspending three or four times per week. There were no reported blood glucose excursions due to this issue. This report is made based on the allegation that the pump suspended without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.